Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery would not charge beyond 5% battery life. There was no blood glucose impact as pump is being used for demonstration purposes only.